Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient got hospitalized on (B)(6) 2025 since infusion set cannula was bent which led to high blood glucose level. During hospitalization, the patient received insulin pen. No additional information available.